Event description:
It was reported that when the surgeon tried to place the protective sheath onto the trocar needle of the device, he cut his finger. He stated the protective cover appeared to be too short and did not fully cover the trocar thereby causing him to cut his finger. The doctor did not require stitches but did have blood work completed because the pt was (B)(6). Since the event, the result of bloodwork were returned and were (B)(6). No other info was reported.

Manufacturer narrative:
The device will not be returend to the MFR for an investigation.